Manufacturer narrative:
The product has not been returned. The product investigation is pending. (B)(4).

Event description:
It was reported that during a procedure, the physician noticed a char. The physician cleaned the char and continued the procedure. The temperature displayed was 40 degrees, the power 30w and the flow rate was progressively increased until reaching 30 - 35 ml/min. There was no impedance rise during the event. The generator was in power control mode. The char reoccurred and case was completed by changing the catheter without any patient consequence.